Event description:
Customer reported that the insulin pump alarmed during the manual prime. Troubleshooting was performed and the drive support cap appeared to be normal. Customer's current blood glucose reading is 113 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a loose drive support disk during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.